Manufacturer narrative:
(B)(4). Medical product: repicci tibial component, catalog #: cp112140, lot #: 414890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02341; 0001825034-2018-02342. Product was discarded.

Event description:
It was reported that the patient was revised to address pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
After review, it determined that the patient is bilateral and it can't be distinguished which implants were revised. Therefore the device can be the following choices: catalog number - 102100 or 102101. Lot number - 520750 or 885830. Expiration date - jan 31, 2013 or aug 28, 2013. Implant date - (B)(6) 2003 or (B)(6) 2003. Manufacture date - jan 22, 2003 or aug 28, 2003. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.